Manufacturer narrative:
(B)(4). This is a report of a use error where a patient forgot to open the patent line clamp and then the connected and started to drain. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line without an alarm during the initial drain while the patient was connected. The patient stated that he forgot to open the patient line clamp and then the patient connected and started to drain. The patient line was full of air. The patient wanted to end therapy. The technical service representative assisted with ending therapy. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.